Event description:
Additional information was received indicating this implantable defibrillation lead was confirmed as fractured due to subclavian crush. The lead was surgically abandoned and no adverse patient effects were reported.

Event description:
Additional information was received from the local area field representative reporting the physician plans to continue monitoring the situation with no current plans for any lead revision procedure. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable defibrillation lead is exhibiting pacing impedance measurements below 200 ohms. The local area field representative reported there was oversensing of noise, however no inappropriate therapy provided. An x-ray was taken indicating possible subclavian crush on this lead. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information was sent to the local area field representative. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A request for additional information was sent to the local area field representative and none was available at this time. Should additional information become available this report will be updated.